Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The patient stated they had ongoing skin reaction issues with g6 sensors. The patient would develop a red rash with bumps on his skin that would itch and sting at the site of the sensor adhesive patch. This started occurring in (B)(6) 2020. He was evaluated by his physician (date unknown) who prescribed a topical moisturizing ointment and over-the-counter hydrocortisone ointment. The rash would resolve with the medications; however, it continued to occur with each g6 sensor patch. No additional patient or event information is available.